Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that patient presented to the emergency room after having a fainting spell. Interrogation showed the device had a ventricular noise reversion episode with 8 seconds inhibition of pacing. This episode corresponded to the fainting spell. Patient was at a car wash and was touching the wall and a change machine at the time. Clinically resolved by reprogramming the device.